Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to urgent care due to hallucinating for 4 hours. A health care professional determined customer's blood glucose (bg) level was low; however, a bg value was not provided. The cause was unknown. Upon being released 3 hours later, the customer's bg level was 120-130 mg/dl. Reportedly, the customer was not "in full awareness state of mind" at the time of the reported issue, and customer was unable to provide additional information.